Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor siltex round moderate profile 425 cc and experienced left side deflation. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The replacement device was confirmed to be mentor smooth round moderate plus profile 400cc. On 9/8/2020, during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 7333866 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2020, it was reported to mentor that the replacement devices were 400cc moderate plus profile smooth saline implants. Manufacturer¿s reference number: (B)(4).